Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose overnight and high blood glucose during the day. The user stated that their glucose dropped to 63 mg/dl during the night and was treated with glucose tablets without assistance, and no adverse effects occurred. At the time of the report, the user¿s blood glucose was 204 mg/dl after previously rising to 325 mg/dl following a morning meal that was announced as ¿less than usual,¿ with glucose levels decreasing over the following hours. Guidance was provided regarding cgm sleep targets, cgm targets, and making meal announcements that appropriately reflect carbohydrate intake. The user stated that they had been announcing most meals as less than usual. They were advised to contact an educator to review their data and discuss optimization strategies, and they agreed with the plan. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.